Event description:
Complainant alleged that while transporting a (B)(6) male patient in a helicopter, the device's display blanked out approximately one minute after the helicopter was started. The device then powered off/on by itself "several times." Complainant indicated that the user powered the device off and re-powered it to continue to treat the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.